Event description:
On 8/27: customer reports that the fluoro monitor intermittently fails during procedures, and they have to move patients to another room to complete procedures with a c-arm. No reported injuries from these events. Customer does have a second monitor on the urology system, but they do not know that it works.

Manufacturer narrative:
Field service engineer investigated the reported intermittent fluoro, and found the problem to be the older unit's camera failing. The camera cannot be repaired, as the camera parts are no longer available. Replaced the cd drive and camera, calibrated camera per the maintenance section of the service manual. Operational tests passed, and the unit was fully functional, and returned to full service by the customer.